Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding initial reporter and facility details.

Manufacturer narrative:
Pump interrogation revealed the pump delivered morphine 500 mcg/ml at a dose of 279.87 mcg/day. Analysis revealed the pump fluid path noted significant damage to the reservoir septum while implanted and the septum leaked during testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient in (B)(6) who received morphine with a reported concentration of 500 ¿mcg/day¿ at a dose of 279.87 mcg/day via an implantable pump. The patient¿s concomitant medications were not available. It was reported that during normal use on (B)(6) 2017 that the pump gets refilled with 20 ml of drug and ¿empties to 4 ml¿ after 10 minutes. Pump overinfusion was suspected. As reported, it was unknown if diagnostic testing or troubleshooting was performed. It was also unknown if there were any environmental, external, or patient factors that might have led to or contributed to the event. It was reported as unknown if there were any interventions or actions taken to resolve the issue. No surgical intervention occurred nor planned. There was no report of any patient symptoms. At the time of report the patient¿s status was reported as alive-no injury and it was unknown if the issue was resolved. The pump remained implanted and in-service. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-may-29, additional information was received from a foreign manufacturer representative (rep). It reported the concentration of morphine in the pump was confirmed to be "500 mcg/die". It was confirmed that in the presence of the rep, the pump was refilled with water to "full" and in "the minutes they found 4 ml remaining". The programming of the pump was done correctly. Since the first report, there have been no contributing factors identified. The patient did not experience any "relevant symptoms". It was also reported that this was the first incident of suspected overinfusion. The pump was replaced on an unknown date. The rep noted that they put "20 ml as reservoir volume to silence the alarm for shipment the pump was received with 0 ml volume".